Event description:
Caller reported an error with their continuous glucose monitor, citing error 42. There was no adverse impact to the customer¿s blood glucose level. The customer, with guidance from technical support, performed a pump reset, and successfully started their sensor session without further error codes.